Event description:
Initially, it was reported that the patient was scheduled for generator replacement due to the magnet having no effect. It was reported that the patient manipulates the device. Further follow-up revealed that the physician feels that the patient's mother is not using properly magnet technique due to the device migrating as a result of patient manipulation and growth since implant. The patient's mother wants the patient to undergo surgery to replace the generator and reposition it due to the patient manipulating the device. It was reported that the implanting surgeon used non-absorbable sutures to secure the generator and that the migration is due to manipulation and patient growth. No additional relevant information has been received to date. No known surgical interventions have been performed to date.

Manufacturer narrative:
Corrected data: supplemental MFR. Report #01 inadvertently listed the wrong date. The date should have been 11/10/2015.

Event description:
It was reported that the patient underwent generator replacement. Attempts to have the explanted generator returned for analysis have been unsuccessful to date.

Event description:
The explanted generator was received for analysis. Analysis of the generator was completed on 01/05/2016. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.